Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the ins switching off was unknown. The action taken to resolve the event was the patient was requested to check with the programmer if the ins was truly switched off when they don¿t feel the stimulation anymore. It was unknown if the event resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins switched off 2 or 3 times. The physician thought it was position related, as the patient uses 10.5v stimulation and does not feel the stimulation on some positions. The manufacturer representative wanted to make sure there was no other possible issue. It was noted that no special message was received when programming the ins, that could involve an emi. No abnormalities were visible from the mdt data, though it was seen that the patient programmer was often used to change settings and to switch the ins on and off. No further complications were reported or anticipated.